Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, device dropped its longevity from two years to three months in a span of nine months. Engineering analysis result showed battery diagnostic data indicates that the power consumption of this device has been steadily increasing and is expected to continue. Furthermore, device replacement recommended and to return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis confirmed premature discharge of battery and gas gauge/longevity not as expected. Visual inspection of the device case and header showed scratches. Moreover, device longevity of 93.4 percent surpasses the minimum requirement of 75 percent and device diagnostic was performed which showed that there was an increase in power consumption. Furthermore, the power level gradually increasing over time fits characteristic of leaky capacitors due to high hydrogen. It was concluded that this is a cause traced to component failure based on analysis of the returned product which found evidence which meets criteria for ncep-00080116 which is an evidence of hydrogen-induced leaky by-pass capacitor(s).

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, device dropped its longevity from two years to three months in a span of nine months. Engineering analysis result showed battery diagnostic data indicates that the power consumption of this device has been steadily increasing and is expected to continue. Furthermore, device replacement recommended and to return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, device dropped its longevity from two years to three months in a span of nine months. Engineering analysis result showed battery diagnostic data indicates that the power consumption of this device has been steadily increasing and is expected to continue. Furthermore, device replacement recommended and to return device for detailed analysis. To date, this device remains in service. No adverse patient effects were reported.